Manufacturer narrative:
Additional information was received that the reported leak would not affect delivery of anesthesia during use and was therefore not reportable.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a leak preventing manual ventilation. There was no report of patient involvement.